Event description:
Related manufacturer report number: 2017865-2023-51591. During an in-clinic follow-up, noise that led oversensing was detected on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. Technical support was contacted, however no intervention has been performed at this time. The patient was stable.